Event description:
We received a report that an zmb00 21.5 diopter intraocular lens (iol) was explanted from the patient's left eye after they experienced unexpected post-operative refraction. The original incision had to be enlarged to remove the device. Another multifocal iol of 23.5 diopters was implanted during the same procedure. The patient is reported to have recovered.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. However, it was misplaced and thus was not able to be investigated. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. Diopter power records were reviewed and found to be within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.